Event description:
It was reported that an ap optical module failure occurred on a cs300 intra-aortic balloon pump (iabp) while it was in use on a patient. The fiber optics would not function correctly. The end user tried to connect to the patient but was unable to. The iabp was exchanged and the patient was then put on a 2nd cs300. The second cs300 was reported to alarm and display a maintenance code 53 (shuttle transducer offset failure). The second iabp was exchanged and the patient was then put on a third cs300 which was not reported to malfunction and therapy was provided. It was reported to the field service engineer, two days later during the iabp service visit, that the patient had expired the next day. The facility has indicated that they attribute the cause of death to surgical operation issues and that the patient's health was very bad. The facility has not reported that either of the pump failures contributed to the patient death. This report is for the second cs300 iabp used in the event with the reported maintenance code 53 alarm. Reference our internal complaint number (B)(4) for this report and complaint numbers (B)(4) respectively for the first and third pumps used during this event which are being submitted on separate medical device reports.

Manufacturer narrative:
The suspected faulty pressure transducer was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the pressure transducer and no visual damage was observed. The senior repair technician then installed the pressure transducer into cs300 and tested to factory specifications per cs300 service manual and performed volume test, safety disk leak test, k6, k6a, k7, k8 leak test, safety vent test, pneumatic performance test and autofill calibration, which passed. The senior repair technician ran the pump at 120bpm for 24 hours and no failures were reported. The technician was unable to duplicate the failure mode. However, the pressure transducer will be sent to the supplier for further analysis.

Manufacturer narrative:
The supplier responded that the unit evaluated has a split in the rubber grommet around the cable where it exits the housing. There was no movement or damage to the cable at this location. The seal at this location is provided by an epoxy that is added around the interior surface of the can and cable. Additionally, an x-ray inspection confirmed that there is no indication of any damage to the conductors that are encased in epoxy. The loose shrink wrap at the connector end of the cable was only free to move closer to the connector from its nominal position (a .25¿ to .5¿ gap). There were no indications of any damage to the insulation around the conductors at this location. Based on the electrical test results, the unit is within the product¿s specifications. The part was tested using their normal end of line test equipment and procedure and found to be functioning normally. There were no findings that would explain any intermittent behavior.

Event description:
It was reported that an ap optical module failure occurred on a cs300 intra-aortic balloon pump (iabp) while it was in use on a patient. The fiber optics would not function correctly. The end user tried to connect to the patient but was unable to. The iabp was exchanged and the patient was then put on a 2nd cs300. The second cs300 was reported to alarm and display a maintenance code 53 (shuttle transducer offset failure). The second iabp was exchanged and the patient was then put on a third cs300 which was not reported to malfunction and therapy was provided. It was reported to the field service engineer, two days later during the iabp service visit, that the patient had expired the next day. The facility has indicated that they attribute the cause of death to surgical operation issues and that the patient's health was very bad. The facility has not reported that either of the pump failures contributed to the patient death. This report is for the second cs300 iabp used in the event with the reported maintenance code 53 alarm. Reference our internal complaint number 319363 for this report and complaint numbers 319362 and 326887 respectively for the first and third pumps used during this event which are being submitted on separate medical device reports.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm inspected the unit and verified the error in the log file. The stm went through the unit and found the in line filter to be heavy with condensation. The stm completed the condensation removal process and replaced the filter with one from the customer stock and ran the unit for an hour and the unit alarmed "rapid gas loss". The stm then checked the unit again and found that the shuttle transducer was displaying "xx". To address the issue the stm replaced the shuttle transducer and calibrated the pressures. The stm completed all calibration and performance checks and ran the unit for another hour with no further issues. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an ap optical module failure occurred on a cs300 intra-aortic balloon pump (iabp) while it was in use on a patient. The fiber optics would not function correctly. The end user tried to connect to the patient but was unable to. The iabp was exchanged and the patient was then put on a 2nd cs300. The second cs300 was reported to alarm and display a maintenance code 53 (shuttle transducer offset failure). The second iabp was exchanged and the patient was then put on a third cs300 which was not reported to malfunction and therapy was provided. It was reported to the field service engineer, two days later during the iabp service visit, that the patient had expired the next day. The facility has indicated that they attribute the cause of death to surgical operation issues and that the patient's health was very bad. The facility has not reported that either of the pump failures contributed to the patient death. This report is for the second cs300 iabp used in the event with the reported maintenance code 53 alarm. Reference our internal complaint number (B)(4) for this report and complaint numbers (B)(4) respectively for the first and third pumps used during this event which are being submitted on separate medical device reports.